Event description:
It was reported that the patient's vns generator was replaced due to end of service. The generator was returned to the manufacturer for analysis and it was observed that a leaky capacitor in the generator caused the device to reach end of service prematurely.